Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: (B)(6) . H3, h6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer fault. A05 was coded for the breakout box connection cord unscrewed at its base, damaged cabling and displayed an amber light. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a breakout box (bob) had a connection cord unscrewed at its base. The bob cabling was damaged. The box would power on but displayed an amber light when plugged into the system and it would display localizer fault. There was no patient involvement.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(6). H2-3: a manufacturer representative (rep) went to the site to test the navigation system. The controller was replaced and the system performed as intended. Codes: b01, c07, d02 h2-3: the controller was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the controller had electrical failure. Codes: b01, c02, d02. H2: please see section d9 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, additional troubleshooting was performed. After plugging in a known working break-out box and emitter the system still received the same error. The electromagnetic (em) diagnostic tool noted: controller faulted. Using a known working system, the manufacturer representative (rep) determined that there was no issue with the breakout box (bob). Img g04035 applies to the controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.